Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the patient's filter retrieval procedure, as the physician was advancing the sheath over the filter, resistance was encountered. After applying additional force, the sheath separated from the hub as it encompassed the inferior vena cava (ivc) filter. The physician was able to remove snare with filter through the coaxial sheath without difficulty. Then coaxial sheath was removed together. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.